Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9029658 for this type of defect or symptom. Previous complaint (B)(4). Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle broke while trying to load insulin into cartridge with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported the customer broke a needle from the syringe while trying to load insulin into the cartridge and encountered fill resistance. Description of issue: customer encountered fill resistance trying to load insulin into cartridge. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. ((B)(4)). Bd will not contact the customer. Which needle is the customer using? Bd 26 g, 3/8¿ needle ¿ 305110. Needle lot number: 9029658. What was your bg reading at the time of this event? 75mg/dl. If bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? Customer used a new cartridge, syringe and needle and successfully loaded a new cartridge and resumed insulin delivery.